Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pacemaker mediated tachycardia. The patient mentioned "feeling something move" near the pocket and presented to the emergency room on (B)(6) 2019, where the pocket was re-stitched. At a pacer check on (B)(6) 2019, the patient was doing well.